Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing of a one-link catheter extension set. The customer stated that the air appeared to be leaking into the set "at the connection site.¿ this was observed while drawing blood for lab testing. The device was being used with a non-baxter catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received; however, a video sample was provided for evaluation. Evaluation of the video revealed that there was air in the line of the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.